Manufacturer narrative:
The customer was provided with a replacement part as an immediate correction.

Event description:
It was reported to hill-rom that bracket that holds foot rest on the mast has cracked. No patient impact.